Event description:
It was reported that the pump was explanted for a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient received a heart transplant on (B)(6) 2022. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. A large amount of biological tissue was observed adhered to the apical cuff, the exterior of the inlet extension, and a portion of the outflow graft clip. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists potential adverse events including, device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.